Event description:
Implant failed due to a loss of osseointegration. 18.06.2020 11:55:19 (B)(6). User: (B)(6). Received date of the return product: 16/06/2020. 18.06.2020 11:55:42 (B)(6). User: (B)(6). Received date of the return product: 16/06/2020. 18.06.2020 11:56:11 (B)(6). User: (B)(6). Received date of the return product: 16/06/2020. 18.06.2020 12:40:04 (B)(6). User: (B)(6). Received date of the return product: 16/06/2020.